Event description:
It was reported that before opening the package, the customer found a hair in it. No patient injury.

Manufacturer narrative:
Other, other text: three (3) pictures were provided. A strand of hair was seen inside the packaging of a circuit breathing device. Visual inspection confirmed that hair was sealed inside of the package. The root cause was the hair fell into the bag during the circuit breathing packaging process and was not detected. An awareness notification was issued to the production personnel by quality engineer on 14-sep-2022.there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review.